Event description:
Promus premier (B)(6) registry. It was reported that unstable angina and in-stent restenosis occurred. In (B)(6) 2019, the subject presented with unstable angina and referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to distal rca with 100% stenosis and was 28mm long, with a reference vessel diameter of 2.25mm. The target lesion 1 was treated with pre-dilatation and placement of 2.25mm x 32mm promus premier stent system. Following this post-dilatation was performed with 0% residual stenosis. Five days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Two days later, the subject was referred for coronary angiography which revealed 80% stenosis in the proximal rca which had previously placed study device was treated with percutaneous coronary intervention (pci), target-vessel revascularization (tvr). Post intervention, residual stenosis was 0%. The rationale for intervention was angiographic finding without symptoms or objective signs of ischemia. Five days later, the event was recovered and resolved, and the subject was discharged on the same day.